Event description:
It was reported that a renasys go was not able to pump. No harm or injury reported on patient. Procedure was finished with a smith and nephew back up device. No delay reported.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. Functional evaluation revealed that failed pressure test and was noisy. Further investigation revealed the tube set was pinched inside the unit, stablishing a relationship between the device and the reported event. The root cause was identified as incorrectly assembled. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.